Event description:
It was reported that a patient had an infection at the device pocket. Culture was taken from the device pocket. No diagnostic testing or troubleshooting was required. An explant was required as a result of the event. The patient¿s status was alive with no injury. The pump was infusing lioresal (baclofen). Additional information received reported that perioperative antibiotics were administered. The patient did not have meningitis. The signs and symptoms of the infection included redness, drainage, and pocket erosion. The type of organism cultured was (B)(6). Intravenous (IV) and oral antibiotics were administered. The infection had resolved. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: catheter. (B)(4).